Manufacturer narrative:
The following other devices were also listed in this report: baseplate; cat# unknown; lot# unknown. Poly insert; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that surgeon converted patient's right uni knee to a total knee.